Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl at the time of incident. The customer did not provided any symptoms due to high blood glucose. It was unknown how the customer treated high blood glucose. It was unknown whether the insulin pump was on auto mode at the time of incident or not. Customer stated insulin pump had insulin flow blocked alarm. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.